Manufacturer narrative:
The v60 vent was received at the international service center for evaluation. The service technician confirmed the customer's report of unit being inoperative with ac power. Resolution and disposition: power supply was replaced to correct the issue. UDI: (B)(4).

Event description:
The international customer reported that during running test, the v60 unit was found operative only with the internal battery and inoperative with ac power. There was no patient involvement.